Manufacturer narrative:
H6: evaluation method: device history reviewed. Results - device history review found the product met specifications when released for distribution. Due to the condition of the product as received, complete evaluation could not be performed. Conclusion: an exact cause for the events has not been determined. H3 analysis: visual exam confirms the reason for return; the valve's disc is off the pivot, as noted by the user. The sewing ring is not blood-stained, but has suture holes present on the as-received valve. Tissue was not present on the valve as returned; therefore, histopathology was not warranted. Due to the condition of the product as received, complete evaluation could not be performed; no measurements could be taken for disc capture dimensions, disc open angle, or static leak because the disc was dislocated over the pivot. Inspection of the product suggests a force was applied to the valve resulting in the dislocation of the disc over the housing pivot. One pivot face appeared flattened where the surface would contact the disc in the open position and could occur if the disc had been forced into the pivot face during use. Review of manufacturing procedures reveals the product does not experience forces that may result in dislocation of the disc during inspection or packaging and the packaging configuration also protects the valve against these forces. Review of the device history record shows the valve was within all design and manufacturing criteria when released from manufacturing, including the parameters that reflect the relationship of the disc to the housing. Device history records indicated the final inspection of the disc for movement within the housing met all manufacturing requirements for product released to distribution. Based on evidence that the valve was manufactured in accordance with approved procedures by certified operators, it is considered extremely unlikely that the valve was shipped with the disc off the pivot. Conclusion: no pt event, device abandoned at implant. Product evaluation confirms the reason for return; medtronic is unable to relate findings to a specific cause.

Event description:
Information received indicates the valve was abandoned at implant and prior to closing the aorta when the surgeon noted during intraoperative product testing that the disk would not open fully. The sutures were removed and the valve was replaced during the case with no pt complication reported.